Event description:
New information notes that during implant the stylet could not advance into the right ventricular lead.

Event description:
It was reported that during implant, the lead exhibited loss of sensing and capture. Attempts were made to reposition the lead but with the same outcome. Upon removal, the lead was noted to be bent. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.